Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back and was split the full length. The device sheath was without issue. A functional evaluation of the device was performed by extending and retracting the basket with no resistance. The basket wires were even spaced and not deformed. The condition of the returned incident device confirms the reported condition since the basket would not orient properly due to the torn guidewire lumen that was found during device evaluation. Additionally during device evaluation it was also noted that the guidewire lumen (side-car) presented push-back. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors, which most likely caused the guidewire lumen damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the direction of device was improper when it exited from the tip of the scope inside the patient. Reportedly the device did not have the proper direction to arrive at the papilla. No damage to the device was noticed, and there was no difficulty or resistance inserting the device into the patient. The procedure was completed with another trapezoid rx lithotripter compatible basket device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car torn and push-back.